Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleges that the decedent experienced a cardiac event and subsequently expired on the same day after the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. MFR numbers:1225714-2015-02966 and 1225714-2015-02967. Additional info has been requested and will be submitted upon receipt accordingly.